Event description:
It was reported that a patient had pico dressing applied last month. When returned for next dressing change two blisters found under edge of dressing.

Manufacturer narrative:
Our investigation into this complaint has now concluded. As of today, no additional information requested or sample for this complaint has become available. Without further information we cannot progress our investigation or confirm the details supplied in this complaint. An investigation into the manufacturing paperwork associated with this product code and lot has not been possible due to no lot number being recorded. Due to the nature of the reported issue this has been passed to one of our medical specialists who has made the following comments. ¿this is a complaint from new zealand reporting blisters found under the edge of a pico dressing. The size of the dressing was not documented. This was a surgical wound from a breast reconstruction surgery. The patient had no known allergies. However, the area dressed had been previously treated with ¿radiotherapy¿. The dressing was on for 4 days and the ¿blisters were discovered when the dressing was removed. The negative pressure treatment was removed and ¿comfeel¿ was applied. No other treatment was reported. No other patient specific information was provided. It has been communicated that no photographs of the affected site were taken and the unit will not be returned. In conclusion, based on the limited information, the root cause of the blisters cannot be concluded. A sensitivity, to the dressing itself, or the hyper-sensitivity of skin treated with radiation could all be factors contributing to the ¿blisters¿. No current information has been provided on the patient¿s status, at this time. Should any relevant clinical/medical information become available this complaint can be re-assessed. In the absence of additional information, our investigation remains inconclusive. At this time an exact root cause cannot be determined. If additional information becomes available in the future, this case will be reopened.